Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter issue occurred. Data was evaluated and the allegation was confirmed as a transmitter fatal error. The probable cause of the fatal error could not be determined. The reported event of a transmitter issue is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.